Event description:
We had a registration shift, acknowledged the warning, did an accuracy check with the landmark probe, and it appeared to be accurate. Then we placed the first screw at l2 on the left, and the tactile feel was off. We checked the accuracy with the landmark probe again, and the surgeon said it appeared inaccurate. We did a second intra-op spin, and the screw had missed the pedicle inferiorly. The rest of the case was completed successfully. The patient had no neurological deficit and has been discharged.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Our engineering evaluation revealed that there was no system malfunction. Investigation of the case logs revealed that the root cause was user technique. The software detected a shift between the ict and drb during image acquisition. The user was presented with a warning stating "a shift in registration has been detected. Would you like to re-scan the patient? Note: if continuing without re-scan, complete an anatomical landmark check.". The user acknowledged the warning, and continued using the scan with a potential registration shift. The cause of the reported issue was traced to user technique.